Event description:
Philips received a complaint on the v60 ventilator indicating that there was a high blower temperature alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer placed an order for a replacement blower assembly. In a good faith effort (gfe) response from the customer received, it was stated that the ordered blower assembly had been received, but the repair had not been completed yet. The device remained out of use. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received, the serial number (B)(6) of the v60 ventilator was provided. The investigation is ongoing.

Manufacturer narrative:
The customer placed an order for a replacement blower assembly. In a good faith effort (gfe) response from the customer received, the serial number of the v60 ventilator was provided. In a gfe response from the customer received, it was stated that the ordered blower assembly had been received, but the repair had not been completed yet. The device remained out of use. In a gfe response from the customer received on 03sep2024, the customer confirmed that the blower assembly was replaced to resolve the issue. The customer confirmed that the device was returned to service following the repair. The investigation concludes that no further action is required at this time.